Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The plastic housing of the anvil side of the stapler was disengaged from the anvil. The handle was reattached to the stapler and a test single use loading unit (sulu) was loaded into the instrument. The sulu and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged housing may occur from excessive manipulation or rough handling of the instrument. Rough handling may be a result of user pulling on the handle to manipulate the device location or open the device without using the release button. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s handle broke. New device was used to complete the case. There was no injury to the patient and no medical intervention was required.